Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a large air bubble in their reservoir. Customer reported the air bubble was one fourth of an inch in size. The customer was educated on proper reservoir filling procedures. The customer declined assistance with filling their reservoir. Customer's blood glucose was unknown. The customer has reverted to manual injections. No additional information provided.